Event description:
A customer reported lint in several eye procedures. It is unknown if there was lint retained in the patient's eyes. Additional information and product sample have been requested for this event. However, no updates have been received from the reporter.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
Additional information: the product specific lot to this event is not known; therefore, lot history and device history record review is not possible. A sample has not been returned for investigation. The root cause of the customer's complaint is not known; a sample was not returned for investigation. (B)(4).